Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of his device, initial workup revealed gross failure of the accolade trunnion and as a result the device was surgically removed. It is further alleged that upon removal, "it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with metal staining and wear and severe and permanent tissue and muscle damage".